Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was not confirmed during failure analysis. Visual inspection of the instrument found no physical damage to any of the grip or pitch cables on the distal end or back end. No pulleys were damaged on the back end. The grips showed no signs of damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and passed the grip management test. The instrument was fully functional. There was no problem detected for the customer reported complaint. Additional observations were found during failure analysis but were not reported by the customer. The instrument was found to have damage of the conductor wire¿s insulation. The wire exhibited possible signs of thermal damage. The conductor wires were not exposed, and there was no breakage in the insulation. An electrical continuity test was performed and the instrument passed. The root cause is attributed to a component failure. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.102¿ - 0.278 in length and were not aligned with the tube axis. The root cause is typically attributed to misuse/mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (470205-17/n12191111 0090) was performed. The instrument was last used on (B)(6) 2021 on system sk3128. The alleged event occurred on the (B)(6) use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Two images were provided by the customer for review. The alleged complaint of "surgeon could not control the function of the jaw " could not be confirmed upon review of the provided images. The images provided were of the instrument housing and of the touchscreen listing the instruments used during the procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date (2020 reports) is blank because the product is not implantable. The information for fields in initial reporter name and address is not available. Fields PMA/510k (2020 reports, recall (if recall number is given) (2020 reports), recall (if recall number is given) or correction/removal number (if given) (2021 reports), and correction/removal number (2020 reports) are not applicable.

Event description:
It was reported that during a da vinci-assisted nipple sparing mastectomy - malignant w/ reconstruction surgical procedure, the surgeon could not control the jaws of the fenestrated bipolar forceps. There was no report of fragment(s) falling inside the patient. The procedure was completed with the same instrument, and there was no patient harm or injury. Due to the alleged issue, the procedure was delayed by 30 minutes. Information pertaining to the patient medical history, pre-existing medical conditions, or tests/laboratory data specific to the incident was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.